Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event. The prograsp forceps instrument was reportedly inspected prior to use, and no issue was noted. No collision was observed during the procedure. The issue occurred while the surgeon¿s head was inside the surgeon side console (ssc) high resolution stereo viewer (hrsv). The instrument did move in the intended direction, but it was observed that it moved with uncontrolled motion. The instrument's jaws were also shaking at the time of the event. The customer replaced the prograsp forceps instrument with a back-up instrument of the same kind to resolve the reported problem. It was confirmed that there was no patient harm, injury or adverse outcome due to the alleged product issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed, and the reported failure was not replicated or confirmed. Visual inspection was performed, and the instrument displayed no physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. No product issue was identified. The reported complaint was not confirmed by failure analysis. .

Event description:
It was reported that during a da vinci-assisted retroperitoneal partial nephrectomy surgical procedure, the prograsp forceps instrument's jaws were shaking while the surgeon was making a pitch motion. The procedure was completed. No known impact or patient consequence was reported.